Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. The user operated the surgery with recommend energy setting. No relevant deviation between planned and performed energy is detectable for the treatment. A clinical application specialist review was done: according to the image on the treatment report, an uncut area is visible on the cornea that might be a reason of a vertical gas breakthrough (vgb). Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 110 ¿m. However, fluid and corneal lacrimation might have built a fluid layer (the fluid is visible in treatment report), additionally reducing the flap thickness. Also, the canal length is short and is not venting properly. Gas that has been created during the flap cut procedure did not find the way through the canal but vertically between bowman's membrane and cone and remain as an visible bubble. This area of so called vgb will leave non lifetable tissue bridges. No technical root cause was identified as the product was found to be within specifications. The most possible root cause may a vgb caused by a combination of fluid layer and a short canal length, which is not venting properly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a small area of untreated cornea developed during the bed cut in the right eye. Opaque bubble layer was also observed around the untreated area. There was some difficulty prior to the bed cut properly positioning the suction ring due to a small palpebral fissure. The surgeon was unable to open the flap wide enough to treat with excimer laser. The surgeon plans to let the flap the heal and performing photorefractive keratectomy at a later date. Additional information requested.